Manufacturer narrative:
The distal tip of the returned catheter is sheared off at a smooth angle. Just proximal to the break, there is another, smaller nick in the catheter. Damage to the catheters can occur when the needle and catheter are not removed simultaneously. The needle may nick the catheter and cause it to tear. This possibility is addressed in our product labeling. A review of the mfg records showed no anomalies.

Event description:
It was reported that the catheter broke.